Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support the patient coded and experienced ventricular tachycardia and ventricular fibrillation requiring eight rounds of cardio-pulmonary resuscitation. Oozing at site after CPR. The team was able to successfully restore the patient¿s vitals. The patient remained on impella support and was successfully weaned.